Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the customer was unable to navigate the touchscreen as the touchscreen was frozen and unresponsive. The failure occurred during treatment. The cardiohelp was replaced during treatment. No harm to any person has been reported. New information received on 2025-05-22 that there was no visible damage on the touch screen and nothing was falling upon the screen to cause damage throughout the shift. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The failure could not be reproduced. The user interface hardware update kit and rotary encoder were replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failure of the touch screen could be confirmed on the date of event. The exact root cause remains unknown, as the failure could not be replicated and no visible defect was on the touch screen. According to the risk file of the cardiohelp device the following root causes can lead to the reported failure: - lost touch calibration - touch partially defective caused by mechanical impacts (edges, claws). The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-07-08 for the period of 2018-04-05 to 2025-05-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-05. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "frozen touch screen" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that the customer was unable to navigate the touchscreen as the touchscreen was frozen and unresponsive. The cardiohelp was replaced during treatment. There was no visible damage reported on the touch screen. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.